Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
This study assessed the efficacy and safety of ultra-rapid insulin fiasp in the hybrid closed-loop minimed 670g system. This was a pilot randomized, double-blinded, cross-over study among established minimed 670g users comparing percent time in range (tir) and hypoglycemia for novolog and fiasp. Following two weeks optimization with their home insulin, participants were randomized to receive novolog or fiasp for two weeks, followed by the other insulin for the next two weeks. Data from the second week of blinded insulin use was analyzed to allow one week for 670g adaptation. During the second week, individuals were asked to eat the same breakfast for three days to assess differences in meal pharmacodynamics. Nineteen adults were recruited with mean age of 40±18 years, diabetes duration of 27±12 years and median hba1c of 7.1 (6.9,7.5)%, using 0.72 (0.4,1.2) units/kg/day. For novolog and fiasp respectively the %tir (70-180mg/dl) was 75.3±9.5 and 78.4 ±9.3; %time <70mg/dl was 3.1±2.1 and 2.3±2.0; %time >180mg/dl was 21.6±9.0 and 19.3±8.9; mean glucose was 147±12 and 146±12mg/dl; coefficient of variation was 28.6±4.5% and 26.8±4.4%; %time in auto mode 86.4±9.2 and 84.4±9.2. In this pilot study the use of either novolog or fiasp in a commercially available minimed 670g system operating in auto mode resulted in clinically similar glycemic outcomes, with a slight increase in daily insulin requirements using fiasp. All comparisons were non-significant for insulin type. For insulin delivery in auto mode there was no statistical difference in total daily dose or daily basal between arms. Paired analysis for matched breakfast meals revealed no significant differences in time to maximum glucose, peak glucose or glucose excursion. There were no sensor values <70 mg/dl in the 1 hour following meal boluses, and no clinically reported hypoglycemia. There was no diabetic ketoacidosis, severe hypoglycemia, or other serious adverse event episodes during the trial. There were no reported early infusion set failures in the group assigned to fiasp and two reported early infusion set failures in the group assigned to novolog. Of these early infusion set failures, 1 was due to the infusion set kinking and 1 was due to local irritation/inflammation at the infusion site. The set failure due to infusion set kinking resulted in an admittance to the emergency room for hyperglycemia with blood sugars over 500 and ketones of 2.5 mmol/l, but did not meet criteria for diabetic ketoacidosis.